Manufacturer narrative:
The device was evaluated by olympus spain. The evaluation uncovered a leak between the plastic distal end cover and the air and water channel. The investigation also found the objective lens and light guide lens to be cracked. Additionally, the investigation found several traces of mechanical damage in the distal end area and a bucking at the universal cord. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned the olympus evis exera ii duodenovideoscope to the service center due to angulation issue. Upon inspection and testing of the returned device, it was observed that the adhesive on the distal end peeled off, defects of the universal cord, distal end, connector, control section and other failure occurred to the device. This report is submitted for the event found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that physical stress made a gap at the lens glue, allowing dirt to enter. Moisture then invaded on the subject device from leaking point, which corroded components inside the lg lens. Corrosion product may have exited appearing as dirt. A definitive root cause cannot be identified. The user can detect irregularity and prevent the suggested event by device handling in accordance with the following instructions for use (IFU) statement: -IFU(operation manual) "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." -IFU(reprocessing manual) "be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions.¿ olympus will continue to monitor the field performance of this device.